Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during a follow up call with the peritoneal dialysis registered nurse (pdrn), the pdrn reported the patient was hospitalized with peritonitis and was admitted on (B)(6) 2023. Upon follow up, the pdrn stated the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, the patient went to the hospital on (B)(6) 2023 and was admitted. During hospitalization, the patient had a pd culture obtained. Although the nurse did not have the pd culture results, the nurse stated the patient was diagnosed and treated for peritonitis. The patient received unknown antibiotic therapy and continued pd treatment in the hospital. The pdrn stated the patient was discharged on an unknown date to a rehabilitation center. The pdrn provided that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The pdrn stated there was breach in aseptic technique during the pd exchange as the patient is blind and is assisted with pd therapy.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during a follow up call with the peritoneal dialysis registered nurse (pdrn), the pdrn reported the patient was hospitalized with peritonitis and was admitted on (B)(6) 2023. Upon follow up, the pdrn stated the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, the patient went to the hospital on (B)(6) 2023 and was admitted. During hospitalization, the patient had a pd culture obtained. Although the nurse did not have the pd culture results, the nurse stated the patient was diagnosed and treated for peritonitis. The patient received unknown antibiotic therapy and continued pd treatment in the hospital. The pdrn stated the patient was discharged on an unknown date to a rehabilitation center. The pdrn provided that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The pdrn stated there was breach in aseptic technique during the pd exchange as the patient is blind and is assisted with pd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture results are not available, and the cause of the peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy often caused by a breach in aseptic technique during the pd exchange. It was reported the patient is blind and is assisted with pd treatments. Therefore, based on the reported information, the patient¿s peritonitis may have been associated with a breach in technique.